Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported on the real smart study, a patient underwent an index endovascular procedure with implantation of one 6 x 150 mm smart flex vascular stent in the right superficial femoral artery following pre-dilatation (with a 100 mm unknown balloon, 5 mm diameter, up to 24 atm), resulting in residual stenosis of 0% and no immediate procedural complications; however, an intra-procedural dissection occurred during pta, treated with additional stent placement and resolved the same day. At approximately 24 months post-procedure, follow-up showed no device deficiency but identified an adverse event of stent occlusion requiring target lesion revascularization (tlr), treated with surgical/interventional measures (bypass and minor amputation), which remained unresolved; imaging at this time demonstrated 100% restenosis with severe claudication. At approximately 61 months post-procedure (two closely timed assessments), follow-ups continued to show no device deficiency, but persistent clinical concern with ongoing restenosis (100%) on imaging and continued surveillance; no new tlr was documented during these visits. At approximately 81 months post-procedure, final follow-up again demonstrated no device deficiency, but imaging continued to show 100% restenosis, with no additional revascularization performed; overall follow-up duration was approximately 81 months, meeting study completion criteria. The lot number is unknown. The device will not be returned for evaluation.

Manufacturer narrative:
As reported on the real smart study, a patient underwent an index endovascular procedure with implantation of one 6x150 mm smart flex vascular stent in the right superficial femoral artery following pre-dilatation (with a 100 mm unknown balloon, 5 mm diameter, up to 24 atm), resulting in residual stenosis of 0% and no immediate procedural complications; however, an intra-procedural dissection occurred during pta, treated with additional stent placement and resolved the same day. At approximately 24 months post-procedure, follow-up showed no device deficiency but identified an adverse event of stent occlusion requiring target lesion revascularization (tlr), treated with surgical/interventional measures (bypass and minor amputation), which remained unresolved; imaging at this time demonstrated 100% restenosis with severe claudication. At approximately 61 months post-procedure (two closely timed assessments), follow-ups continued to show no device deficiency, but persistent clinical concern with ongoing restenosis (100%) on imaging and continued surveillance; no new tlr was documented during these visits. At approximately 81 months post-procedure, final follow-up again demonstrated no device deficiency, but imaging continued to show 100% restenosis, with no additional revascularization performed; overall follow-up duration was approximately 81 months, meeting study completion criteria. The lot number is unknown. The device will not be returned for evaluation. A single smart flex vascular stent (6 mm × 150 mm) was successfully implanted in the right superficial femoral artery following pre-dilatation, achieving 0% residual stenosis. The index procedure was complicated by an intra-procedural ¿vascular dissection¿ during percutaneous transluminal angioplasty, which was managed with additional stent placement and resolved the same day without residual angiographic complications. During follow-up, the patient developed progressive ¿vascular stent restenosis¿, first documented with clinically significant findings requiring target lesion revascularization (tlr), and later progressing to complete (100%) restenosis with associated stent occlusion and severe clinical sequelae, including the need for surgical/interventional management (bypass and minor amputation), with ongoing unresolved outcome. Subsequent long-term follow-up continued to demonstrate persistent 100% restenosis without additional revascularization. Throughout the study period, no device deficiencies or mechanical issues (e.g., fracture, migration, embolization, or thrombosis) were identified. Based on the available information, there is no evidence of device malfunction; the reported restenosis and occlusion are consistent with the natural progression of peripheral arterial disease and known risks associated with long lesions and complex vascular pathology, while the intra-procedural dissection represents a recognized procedural complication that was appropriately managed. As listed in the potential complications in the instructions for use, ¿procedures requiring percutaneous catheter introduction should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Potential complications may include, but are not limited to: amputation, aneurysm and pseudoaneurysm formation, arrhythmia, arteriovenous fistula, blue toe syndrome coronary ischemia, death, disseminated intravascular coagulation, drug reactions, allergic reaction to contrast medium or to the implanted device, embolism, emergency artery bypass graft surgery, g.I. Bleeding from anticoagulation/antiplatelet medication, hematoma, hemobilia, hemorrhage, hemorrhagic or embolic stroke/ tia, iliac artery spasm, intimal tear/dissection, pneumothorax, renal failure, respiratory arrest, sepsis/infection, stent migration/embolization, stent misplacement, thrombosis, tissue necrosis, vascular injury, including perforation, rupture and dissection, vessel occlusion, restenosis.¿ the information available does not suggest that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive action will be taken at this time.